Manufacturer narrative:
Device is a combination product. Promus element plus, mr, ous 3.50 x 20 mm stent delivery system (sds) was returned for analysis without a stent attached. No stent returned. The balloon cones were reviewed, and the balloon wings were relaxed and unfolded, evidence that the balloon was subjected to positive and negative pressure. Crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-may-2019. It was reported that advancing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 16x3.5mm, eccentric, de novo target lesion with a bend of more than or equal to 90 degrees was located in the tortuous distal right coronary artery. After crossing a guide wire and pre-dilatation was performed, a 3.50x20mm promus element plus drug-eluting stent was advanced but failed to reach the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent detachment.